Event description:
While inhaling (2 inches away) the steam for approx 15 minutes she noticed she began to feel ill and there was an obnoxious odor coming from the funnel. She powered it off and unplugged and began to experience a headache. On (B)(6) 2012 she followed the steps from the previous day and noticed that the fumes were still there and she had a recurring headache. She washed the funnel per the instructions on the packaging with warm water. She has discontinued the use of the product because of the symptoms it caused her to experience. She did not contact the firm and indicated that she wouldn't. (B)(4). The product was not damaged before the incident. The product was modified before the incident.